Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. The insulin pump has moisture damage noted on the electronics and motor. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
Customer reported falling into the creek and stated that the insulin pump will no longer turn on. Customer's blood glucose reading at the time of the call was between 130 mg/dl and 140 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.